Event description:
It was reported by the rep that (1) atw35 device was used during a laparoscopic oophorectomy procedure. It was reported by rep that the surgeon went to fire, when he closed the instrument, the handle fell apart. The hosp opened a new stapler to complete the case. There was no consequence to the pt.